Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the healthcare professional. On (B)(6) 2015, the pump was refilled with gablofen 2000mcg/ml at a dose of 550mcg/day. Other medications that the patient was taking at the time of the event included atenolol, biscodyl, calcium carbonate, cholecalciferol, docusate sodium, miralax, ranitidine and senna. The patient did not have any known drug allergies. Medical history included spastic quadriplegia and generalized dystonia secondary to cerebral palsy, chronic constipation. The patient was seen on (B)(6) 2015 for a routine baclofen pump refill. He was noted to have two areas of shiny, thin, erythematous skin at the superior and inferior edges of the pump. The pump was refilled, labs (cbc w/diff, esr, crp) were obtained and he was scheduled for pump removal and replacement on other side of abdomen due to concerns of impending erosion through skin. On (B)(6) 2015 scheduled surgery, the pump was noted to have eroded through the skin. Cultures were sent and were positive so the pump and intrathecal catheter were removed. A new pump was not placed. Csf(cerebrospinal fluid) culture grew staphylococcus coagulase-negative and culture sent from the pump pocket grew the same. The cause of the pump pocket erosion was unknown; the history was unclear as the patient lived in a group home.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen via an implanted pump. The dose and concentration of baclofen was not provided. The patient's pump pocket potentially eroded. Surgical intervention was planned (pump replacement) and scheduled to occur on (B)(6) 2015. The issue was not resolved at the time of this report. It was unknown what led to the event. It was unknown if any diagnostics/troubleshooting performed. Additional information was requested to determine what other medications that the patient was taking at the time of the event; what was the type, dose, concentration, start date, and end date of intrathecal baclofen; what was the patient's pertinent medical history; what troubleshooting or diagnostic testing was performed related to the eroding pump pocket; and what caused the eroding pump pocket.